Event description:
Caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr. Results are as follows: date: (B)(6) 2014, inratio inr: 1.5, poc inr: 2.2. The time between testing was 10 minutes. Reportedly, touched finger to sample well. Therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing result met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.